Manufacturer narrative:
Device evaluation of electrode belt (B)(4) was completed at the distributor. The reported problem (damaged cable, "check therapy pad" messages) has been confirmed. Upon investigation the electrode belt distribution node to rear therapy electrode cable was severed. The root cause for the damaged cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged and the patient was experiencing frequent "check therapy pad" messages.